Event description:
Family member of home patient (hp) contacted baxter's technical service center (tsc) for assistance as hp accidentally disconnected self from the patient line of the homechoice set during automated/peritoneal dialysis. Due to possible contamination, technician advised family member of hp to discontinue therapy and resume with new supplies. Family member stated family member would contact healthcare professional (hcp) for further instruction. Follow up with hcp indicated patient was seen in the emergency room and patient received prophylactic treatment with ancef (dose unknown) for 3 days. Hcp reported no patient injury related to reported incident.